Event description:
The customer reported hemoglobin blank shift error messages were generated when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the hemoglobin output was decreasing (0.46v) due to buildup in the hemoglobin chamber. He replaced the chamber and aligned it with the hemoglobin lamp to resolve the voltage and blank shift errors. The voltage normalized to 0.6v.